Manufacturer narrative:
Continuation of d10: product ID: 3777-75 (serial: (B)(6); product type: 0200-lead; product ID: 3777-75 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that he fell ¿2 weeks ago¿ when walking around his home. He stated that his ¿right leg caught¿ and he fell over, rolling onto his back and shoulder. The patient was met with today and impedances and connectivity checks were completed. Contacts 8 and 12 read not connected; electrodes 8 read 40,000 electrode 9 read 30,646 and electrode 12 read 40,000. The patient was reprogrammed in order cover pain pattern coverage. The patient was not able to turn up intensities to desired level prior to patient meeting. Issue not resolved.